Event description:
It was reported that two episodes were reviewed at the callers request by technical support. Technical support indicated the artifacts were most likely electrode magnetic interference (emi). The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.